Event description:
A surgeon reported 3 years after an intraocular lens (iol) was implanted, he noticed some glistenings that were easily visible within the iol. The patient also had posterior capsular opacities. The patient's vision was reported as cloudy due to the capsular opacities. A yag laser capsulotomy is being considered. The surgeon asked that no further information be requested.

Manufacturer narrative:
A surgeon reported 3 years after an intraocular lens (iol) was implanted, he noticed some glistenings that were easily visible within the iol. The patient also had posterior capsular opacities. The patient's vision was reported as cloudy due to the capsular opacities. A yag laser capsulotomy is being considered. The surgeon asked that no further information be requested.